Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. The active fixation would not hold the lead in place.